Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.25mm x12mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with a 3-day history of worsening dyspnea on exertion associated with chest and jaw pain. Chest x-ray was performed and showed possible cardiomegaly. On the following day,coronary angiography revealed 60-70% stenosis distal to the 2.25mmx12mm promus element¿ plus stent. Also, the mid vessel stent was patent. The mid lad was treated with direct placement of a 2.5 mm x 28 mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. Post procedure, the event was considered as resolved. On the following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).